Manufacturer narrative:
A4: unk, a5: unk, a6: unk, d6a: unk, d6b: unk, h6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+1.0/090 (sphere/cylinder/axis), due to the lens tore during surgery. The backup lens was implanted. Additional information has been requested but none has been forthcoming.